Event description:
It was reported that when the patient crossed her legs, she felt stimulation on both of her legs and not her back, which back pain the device was supposed to cover. When she would uncross her legs, she did not feel any stimulation, not on her back either. This occurred about one month ago, wherein she constantly fell. The first two falls she landed on her legs, but the third fall she landed on her back, but not on her device. She currently was not seeing a physician due to insurance reasons. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).